Event description:
Loss of osseointegration, implant achieved osseointegration, implant was completely covered with bone, no thread tap used, immediate implantation, pain, increased sensitivity, bleeding, inflammation.